Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient in the emergency room received inappropriate shocks during interrogation when the wand was placed over the device, the noise was interpreted as ventricular fibrillation by the device. Before, during and after the shocks, the patient had a stable, though not regular, placed rhythm on the ER monitor. Uninterpretable noise was also noted on the right ventricular, right atrial and left ventricular leads. When leads were tested through psa, there was no noise noted on any leads. The baseline noise noted on an earlier merlin.net transmission was only for the competitor right ventricular lead. Shock therapy was turned off and device stopped pacing altogether. Quickly, the therapy was turned back on, pacing resumed and patient received more inappropriate shock. Once the wand was off, no more shocks and irregular pacing was noted. Device malfunction was suspected. A magnet was placed over the device, pacing normalized and patient did not receive any more shocks. Patient was transferred to a different hospital for device replacement. Upon arrival at the hospital, the magnet had been removed and patient was having symptomatic pauses in pacing and received additional inappropriate shocks. The patient arrested requiring CPR and a temporarily pacer to stabilize for procedure. The device and the competitor right ventricular lead were explanted and replaced. Right atrial and left ventricular leads remain implanted and connected to the new device. Patient was discharged and in good health.

Manufacturer narrative:
The reported field event of inappropriate therapy and noise was conformed in the laboratory due to review of device image. Noise was observed on stored egms and on real-time egm. The device was tested, and noise was observed. It is believed noise was caused by an unregulated signal. The unregulated signal was caused by a capacitor¿s connection in the hybrid.